Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for intermittent low out of range pacing impedance measurements on the right ventricular (rv) lead. Upon interrogation oversensing of noise that lead to inappropriate anti-tachycardia pacing (atp) was also observed. Subsequently the pacing portion of the rv lead was surgically abandoned. No additional adverse patient effects were reported.